Manufacturer narrative:
Wheels.

Event description:
It was reported by service report that the wheels were cracked causing issues with the brakes. No pt involvement or adverse consequences are reported.